Event description:
It was reported that during a routine device changeout, the physician accidentally damaged the left ventricular (lv) lead outer insulation and severed the lead due to poor visibility in the pocket. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274trk ICD implanted: 2010-(B)(6). (B)(4).